Manufacturer narrative:
Notification of the event was received from the law firm as result of a claim.

Event description:
In 2000: the patient underwent a repair of an abdominal aortic aneurysm. The procedure was normal until the physician observed a 180 degree wire wrap. This was unwrapped, and the procedure continued. The graft was placed, and the patient tolerated the procedure well. Two days later: the patient experienced a drop in hemoglobin. There was concern that the patient had a leak from either arterial side. The physician opened the patient, and no bleeding was seen. Eight days later: the patient was observed to have a cold left leg. An embolectomy was done, but each time the fogarty catheter was brought down, it ruptured with contact to the endograft hooks. The physician opened the patient and placed a graft. The patient tolerated the procedure well. That same day: the patient exhibited worsening lactic acidosis, caused by ischemic small and large bowel with superior mesenteric artery occlusion. The physician explored the patient, and found sections of the small bowel with full-thickness necrosis. The physician commented that there was nothing to revascularize, and the patient would not survive a radical resection. The physician had discussed this possibility with the family, and the family agreed to comfort measures. The physician closed the patient, and the patient passed away several hours after surgery.